Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had an unspecified malfunction. During an in-house engineering evaluation, it was observed that the trigger was blocked and jammed. It was further noted that the device failed pre-test for check attachment with attachments, reverse locking mechanism, air leak, function of soft mode switch (safety system) and triggers for forward and reverse mode. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.